Manufacturer narrative:
Concomitant medical products: 343871 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient had an implantable cardioverter defibrillator (ICD) pocket revision, due to site pain. Just over a year later a lesion was noted. The patient drained it themselves and was then put on antibiotics. The pocket was revised. A biopsy was done and staphylococcus epidermidis was identified. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.